Event description:
It was reported that there were stored electrical magnetic interference (emi) episodes in which there was observations of possible loss of capture (loc) on the left ventricular (lv) lead. A magnet application was used during the surgical procedure which mitigated therapy and inhibited pacing during cautery. Boston scientific technical services recommended to have the health care professional (hcp) discuss with the physician. Additional information obtained indicated the lv lead is set right at or just above the threshold per the physician. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).